Event description:
The patient had bilateral chest tubes placed. A few days later, the patient underwent attempted removal of chest tubes and drains in the morning. The posterior most chest drain broke while it was being pulled with a retained portion left within the right chest. The patient was brought to the or for exploratory right video-assisted thoracoscopy.